Manufacturer narrative:
Product evaluation: no injector (unspecified product) was returned for evaluation for the lens having a scratch; therefore, the condition of the product could not be verified. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. (B)(4)

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number. The product investigation could not identify a root cause. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens has a scratch. The surgeon is not sure if the iol was scratched upon opening or during insertion.